Event description:
My mother had surgery in 2006 for a bladder repair. She had initial bleeding that led to being hospitalized for a number of days. They said at the time that there must have been some internal bleeding in her pelvic region, but that it would be like looking for a cut in a pound of hamburger. Her recovery was slow and she had problems from that time on. For years she dealt with high fevers, chronic pain, and have bloody discharge. She saw numerous physicians which included; family practice, urologist, and an ob/gyn. At one point, the ob/gyn found that the mesh had grown through her vaginal wall. She was sent to another hospital where a surgery was performed to find out where the pain and bleeding was coming from. She never "came to" after surgery and she bled internally and was put on life support and ultimately lost her battle after a three week struggle and a decision to pull her off of all machines. I have lots of details from the three weeks, but too much to type. Please let me know if there is anything I can do about this. A lawsuit isn't out of the question. The worst part is I am her daughter and had a mesh put in me back in 2004. I am scared to death to find out what the effects of this could be. I struggle with having it removed, but also am scared to death to have any type of surgery.